Event description:
The customer reported that the system would intermittently shutdown. There is no report of death or serious injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The voltage on monitor was evaluated and readjusted. The system was tested and found to be working as intended and put back into service.